Event description:
The plaintiff's attorney alleged the decedent experienced on or about (B)(6) 2011 a cardiovascular event, then hypoxia with difficulty breathing on or about (B)(6) 2012 as a result focal segmental glomerulosclerosis (fsgs) condition was exacerbated, heart and internal organs damaged and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (hypoxia) of four events reported for the same pt involving two separate products.